Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later confirmed symptoms of "mild pain, left breast firm consistency ¿ asymmetric nipple" related to capsular contracture baker grade iii and rupture on the left side. The device has been explanted, at which time, rupture was confirmed along with "free liquid, blood flow during extraction, and seroma." Healthcare professional "believes that the inflammatory fluid was probably due to exposure to the material." The event of blood flow is not related to the breast implant.